Event description:
Boston scientific received information that an alert was issued for this implantable cardioverter defibrillator (ICD) due to low shock impedance measurements. The local area sales representative was contacted and confirmed the impedance value had dropped and then bounced back to normal range. A device interrogation was performed and the cause for the low shock impedance value was not determined. The physician elected to monitor the patient. No adverse patient effects were reported. Two months later, another alert was issued for this ICD due to low shock impedances. The local area sales representative was contacted again and confirmed the clinic was not concerned about this low measurement because all other measurements were stable. The physician elected to continue normal follow up appointments with the patient. No adverse patient effects were reported.

Manufacturer narrative:
Six months later, another alert was detected due to low shock impedance measurements. The local area sales representative (sr) was contacted stated the patient will continue to be monitored. The sr stated he would see the patient's physician and if any new information is obtained, we would be notified. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that over a year after the initial low shock impedance allegation against the lead, a procedure was performed to address the ongoing issue. The root cause of the impedance issue was never determined. During the procedure, the competitor right ventricular lead was surgically abandoned, and this device was explanted and upgraded to a dual chamber implantable cardioverter defibrillator (ICD). No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
All available information indicates this ICD remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.